Manufacturer narrative:
A voluntary medwatch, (B)(4), was submitted by the user for the event. A copy of the medwatch is attached to this report. The consumer participates in a clinical study for covid-19 pandemic testing. He is tested often through a partnership that includes the following entities: westat, cvs, raiven, and the cdc. The consumer stated that as a participant, he does not know what kind of test was performed since it is a blind study. Participants are only informed if result is positive. Occupation is patient/consumer. The case was sent to the manufacturer for investigation. Potential causes of sample deviation and poor reproducibility can be due to mucous membranes present in the nose, mucin and iga act as a bridge between capture and detector, which may cause non-specificity. In general, the rapid ag test result should not be the sole basis for the diagnosis; depending on the situation confirmatory testing is required (pcr).

Event description:
The consumer reported a false positive result with the covid-19 at-home test compared to a negative pcr test result. On (B)(6) 2022, the consumer performed a covid-19 at-home test, and the result was positive. On the same day, the consumer had a pcr test, alinity m sars-cov-2 assay rt-pcr, tested by curative, and the result was negative. On (B)(6) 2022, the consumer performed two covid-19 at-home test, and the results were positive. On the same day, the consumer had a pcr test, rt-pcr, tested by personic, and the result was negative. On (B)(6) 2022, the consumer performed a covid-19 at-home test, and the result was positive. On the same day, the consumer had a pcr test, rt-pcr, tested by sameday health/quickmed diagnostic, and the result was negative. On (B)(6) 2022, the consumer performed a covid-19 at-home test, and the result was positive. On (B)(6) 2022, the consumer performed a covid-19 at-home test, and the result was positive. The consumer felt vaguely unwell on (B)(6) 2022 and his body temperature was a little above 99 °f on (B)(6) 2022. The consumer started the self-isolation and the symptoms were no longer observed on (B)(6) 2022. No medical treatment was taken. Kit 01: lot number from the kit box: 53k32q1t1 and expiration date: 08/21/22. Kit 02: lot number from the kit box: 53k32p1t1 and expiration date: 08/21/22. Kit 03: lot number from the kit box: 53k33x1t1 and expiration date: 09/21/22. No other information can be provided.

Manufacturer narrative:
The eval result code and eval conclusion codes were updated.